Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des were implanted in the lad. A small edge dissection was seen after the first stent was implanted. The dissection was treated by placing a second resolute onyx stent. A medtronic device (lot number 0009147130) is believed to be the cause of the dissection. The investigator assessed the event as not related to the anti platelet medication and causally related to the device. The patient recovered.